Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegations of hernia, extrusion and migration are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, during the implantation of an artificial urinary sphincter aus device, the balloon migrated and prolapsed into the inguinal region, presenting as an inguinal hernia. A surgical procedure for the hernia repair was scheduled. No further patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of hernia and extrusion are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, during the implantation of an artificial urinary sphincter aus device, the balloon migrated and prolapsed into the inguinal region, presenting as an inguinal hernia. A surgical procedure for the hernia repair was scheduled. No further patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that, during the implant procedure of an artificial urinary sphincter device, the balloon became entangled into the patient inguinal hernia. A hernia repair surgery was begin considered by the physicians. No additional information was available at the time.